Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the ventricular perforation is unknown but was most likely caused by the manipulation of the safari wire at the start of the case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards south korean affiliate, a patient underwent implant of a 26mm sapien 3 valve, by transfemoral approach. When positioning the safari wire in the lv, before delivery system insertion, operators repeatedly repositioned the wire. After implant of the sapien 3 valve the patient's condition dropped rapidly and the case was converted to surgery for patch repair to control internal bleeding. The sapien 3 valve was working fine and the patient was doing well after surgery. The most likely cause of the injury was the multiple repositioning attempts of the safari wire possibly harming the lv wall.